Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the spine clamp would not tighten. The site opted to complete the procedure with a second spine clamp. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.